Event description:
This device was returned with oos documentation from biotronik representative (B) (4). Per oos, the device was unable to achieve atrial and ventricle pacing impedances. The device was replaced with a lumax 340 dr-t, (B) (4).